Manufacturer narrative:
(B)(4). The pipeline flex was discarded by the customer and will not be returned for analysis. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined based on the reported information. Use error may have contributed to the event. Based on the information provided, the patient's anatomy was tortuous. Per pipeline instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. See MDR # 2029214-2015-05146 for related event.

Event description:
Medtronic received report that a pipeline flex did not open during flow diversion procedure. The patient was being treated for an aneurysm in the internal carotid artery (ica). The patient's anatomy was tortuous. Pipeline flex deployment was attempted and the device did not open at the distal tip. The physician attempted to open the distal tip, but was unsuccessful. The system (pipeline flex and microcatheter) was withdrawn. Afterward, pipeline classic was attempted to complete the procedure.